Manufacturer narrative:
The complaint was confirmed. The case was broken around the encoder, and the encoder was pushed inside of the device housing. Display wires were found to be pinched, with intact insulation. The main printed circuit board (pcb) was found to have a damaged capacitor. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the external pulse generator's (epg) knobs was broken internally. The epg was returned for service. There was no patient involvement.